Manufacturer narrative:
At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5551-g-299, triathlon asymmetric x3 patella, v654 . Cat. No.: 5530-g-311, triathlon cr x3 tibial insert, 34210405 . Cat. No.: 6191-1-001, simplex p full dose 1 pack, ran013. Cat. No.: 5520-b-300, triathlon prim tib baseplate - cemented, uint. Cat. No.: 6191-1-001, simplex p full dose 1 pack, ran013.

Event description:
It was reported that the patient has pain and her knee is sensitive to the touch. Patient also reports rubbing from inside and sometimes has bruising. Patient wants to know if her implants have been recalled.

Manufacturer narrative:
An event regarding pain involving a triathlon cr fem comp #4 l-cem was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿the symptoms, which are consistent with pes anserine bursitis, do not appear to relate to factors of faulty prosthetic design, manufacturing, or materials.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have not been any other events for the lot referenced. Conclusions: the investigation concluded per medical review the symptoms experienced by the patient are consistent with pes anserine bursitis and do not appear to relate to factors of faulty prosthetic design, manufacturing, or materials. Stryker orthopaedics indicates this patient¿s implants are not subject to a recall. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient has pain and her knee is sensitive to the touch. Patient also reports rubbing from inside and sometimes has bruising. Patient wants to know if her implants have been recalled.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as left unknown triathlon knee. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿the symptoms, which are consistent with pes anserine bursitis, do not appear to relate to factors of faulty prosthetic design, manufacturing, or materials.¿ -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have not been any other events for the lot referenced. Conclusions: the investigation concluded per medical review the symptoms experienced by the patient are consistent with pes anserine bursitis and do not appear to relate to factors of faulty prosthetic design, manufacturing, or materials. Stryker orthopaedics indicates this patient¿s implants are not subject to a recall. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient has pain and her knee is sensitive to the touch. Patient also reports rubbing from inside and sometimes has bruising. Patient wants to know if her implants have been recalled.

Event description:
It was reported that the patient has pain and her knee is sensitive to the touch. Patient also reports rubbing from inside and sometimes has bruising. Patient wants to know if her implants have been recalled.